Event description:
It was reported that the patient was rushed to the cath lab; while in the cath lab the md promptly inserted the intra-aortic balloon (iab) via a sheath in the right femoral artery. The iab was placed prior to surgery for support. The iab was connected to the pump. Thirty minutes after the iab therapy began, the rn noticed blood in the "extra corporal tubing". The pump did not alarm and continued to pump; the rn said all the waveforms were fine. The decision was made to remove the iab. The membrane did not totally deflate and the rn used a syringe to deflate the membrane. The rn did not aspirate any blood back into the syringe while deflating the balloon. As soon as the iab was removed another iab was inserted and the patient was taken to the scheduled surgical procedure. The iab was removed after the surgery was complete and the patient is "good". The pump will be checked by field service. Reference medwatch 1219856-2008-00074 for pump related event.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.